Event description:
The patient's mother reported in 2007, the patient came home from a picnic sick and vomited all night. The patient did not check his blood glucose as he assumed it was something he ate. He did not have a headache or any other symptoms of high blood glucose. The patient's mother stated, she took him to the hospital on the following day around 6 a.m. The hospital tested the patient's blood glucose and his reading was 491 mg/dl with his normal blood glucose range being 90-100 mg/dl. The patient was dehydrated and had an elevated white blood count. The patient was admitted and put on an IV drip and he remained connected to his insulin infusion device. Throughout that day, the patient received insulin injections along with his infusion device use, but his blood glucose remained in the 400-500 mg/dl range. She stated his blood glucose reading at 6 a.m. The next day was 101 mg/dl, but rose to 539 mg/dl two hours later after the patient ate breakfast. She said the healthcare professionals removed the patient's insulin infusion device and treated him with insulin injections and the IV drip. She stated the patient's blood glucose levels remained erratic that day and did not go down until the next day. Troubleshooting did not find any issues with the product. On follow up, the patient's mother stated the incident was due to the patient getting a bad batch of insulin. She stated the patient had received new insulin and the patient is doing fine now. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.